Manufacturer narrative:
Product event summary: the data files and the 10fcc13 sheath with lot number 0012784462 were returned and analyzed. Two images were received for analysis. One image was not clear, the other image showed air bubbles which appeared to be inside the side port tube of the sheath. Visual inspection before functional testing and dissection was performed on the shaft and handle. No anomaly was identified during the external visual inspection. All the handle and shaft were intact with no apparent issues. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection test were performed. No anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure test and the vacuum were in an acceptable range. In conclusion, the issue (air ingress) was not confirmed with testing and analysis. The sheath failed return inspection due to air bubbles inside the side port tube of the sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, air bubbles were observed in the tubing associated with the 10fcc13 flexcath contour. After the transeptal puncture, the sheath was mounted over the wire and inserted into the left atrium. The physician aspirated and connected irrigation to the sheath tubing, initially without seeing air bubbles. Upon insertion of the pulse select catheter approximately 20 centimeters into the sheath, aspiration revealed a significant presence of air bubbles. Despite slow aspiration and multiple attempts using syringes, air bubbles persisted. The sheath was replaced with a new one due to this issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.